Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and observed that the device has a blank screen upon powering on. It was concluded that the device can not be repaired. The customer will receive a replacement device. The customer's device will be further evaluated at the product analyses center (pac). Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation stryker observed that the customer's device has a blank screen upon powering on. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation stryker observed that the customer's device has a blank screen upon powering on. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker further evaluated the customer¿s device at the product analyses center (pac) and the cause of the reported issue was determined to be due to the damage of internal electrical circuits caused by an unknown contamination. The customer's device was archived by stryker.